Event description:
Firefighters placed AED pads on the pt and the AED prompted the users to "check pads." At one point, during the rescue attempt, the AED began analyzing the pt and then gave the "check pads" prompt again. After starting over and confirming pad placement, the AED analyzed the pt, prompted the users to start CPR, and then gave the "check pads" prompt. The ambulance arrived and another AED was used in the rescue. The pads used in the rescue were discarded. Pt outcome is unk.

Manufacturer narrative:
Device will be evaluated when it is returned to cardiac science.